Event description:
On december 15, source called nellcor puritan bennett to report one of their ventilators did not deliver volume with all leds on and constant single tone audible alarm. The alleged malfuction did not cause pt harm.